Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse was onsite multiple times, and determined the cause was due to multiple parts. The fse on last visit, ca-04636271 inspected the instrument and replaced the ise buffer syringe, wash syringe, and redid height alignment on the mixing bar which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated false low patient and quality control (qc) for ion selective electrodes (ise) which included sodium (na), chloride (cl) and potassium (k) results on cell #2. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.